Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag had a "flock-like foreign material". This was observed during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between july 26 - 27, 2024. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection of the actual sample and photo sample showed dark particles of foreign matter in the solution filled eva tpn bag. The reported condition was verified. The cause of the condition could not be determined; however, may be inherent to contamination during the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.